Event description:
Edwards received a report of a sapien m3 procedure in the mitral position during which mild intraprocedural paravalvular leak (pvl) was identified at the lateral p3 location. The decision was made to plug the pvl. The procedure was successful, and following plug placement, the pvl was trace.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.